Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported mitral stenosis could not be determined. The reported patient effect of mitral stenosis is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report mitral stenosis it was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The first clip was placed fine, slightly reducing mr. Then after the clip was deployed, mr returned to 3+.the mean pressure gradient increased from 3 to 4mmhg. Therefore, a second clip delivery system (cds) was advanced to the mitral valve to further reduce mr, and the clip grasped the leaflets fine. However, the mean pressure gradient increased to 8mmhg. A decision was made to deploy the clip. Two clips were implanted, reducing mr to 2+. There was no clinically significant delay in the procedure. No additional information was provided